Event description:
(B)(4). Itching and rash all over my body, blood blisters, nausea, stomach bloating, mass located in the lower left hand-side on abdomen that exerts pain, food aversions, very gassy, severe headaches, liver enzymes are off, zinc levels are now low.

Event description:
(B)(4). Had a hysterectomy on (B)(6) 2015. After having my surgery I no longer have rashes and uncontrollable itching. As a result, I have been able to discontinue my use of allegra and zyrtec effective (B)(6) 2015. Many of my other symptoms have also gone away. I hope that physicians start listening to their essure patients and discontinue the use of it so it doesn't ruin any more lives.